Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion being treated was located in the mildly tortuous abdominal aorta. A 27/7/2/65 equalizer¿ balloon catheter was used to appose a non bsc stent graft. During dilatation the balloon ruptured. The number of inflation and to what atmospheres is unknown. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.